Event description:
A nurse reported that the shunt could not be released from the loading mechanism and that graspers were required to pull it from the loader. Add'l info has been requested.

Manufacturer narrative:
Eval summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The root cause cannot be determined from the investigation. There have been two other similar complaints reported in the lot number. Add'l info was requested on 04/30/2012 and 05/16/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).